Event description:
It was reported to philips that the device's display is damaged. The cause of the damage was not identified to be caused by the user or due to use outside of normal or expected. There was no reported patient involvement/adverse patient impact.